Manufacturer narrative:
Medwatch sent to FDA on 12/15/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of subcutaneous nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported event of nodules as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported that after injection in the cheeks and marionette lines with two syringes of juvederm voluma xc, the patient developed "subcutaneous nodules that were visually disturbing" at the injection sites. Patient was treated with steroids and augmentin. Patient was concomitantly injected with restylane in the tear troughs. Symptoms are ongoing.